Event description:
It was reported the physician plans to revise the patient from a percutaneous lead to a paddle lead due to patient scarring and the high level of power needed to provide effective pain relief.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.